Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bent guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 0.018¿ nitinol guidewire. The depicted device was placed within its plastic hoop. The coil/core region, transition and a portion of nitinol region was visible extending from hoop. Kinks and curved shape memory were observed between the transition and the distal end of the wire. While wire deformation was observed in the submitted photograph, inspection of that photograph was insufficient to identify the cause of that deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted advancement against resistance and device manipulation. A lot history review (lhr) of recz0426 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal part of guidewire was bent when it came out from the plastic cover.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bent guidewire is confirmed but the exact cause remains unknown. One 0.018¿ guidewire w/hoop was returned for investigation. A sharp bend was observed in the wire extending from the hoop. The kink was located 2 cm from the distal end of the wire. One photo sample of a guidewire within its plastic hoop was also provided. The condition of the sample in the photo corresponded with the returned physical sample. Microscopic observation of the kinked area revealed the coils to be misaligned. The section of guidewire distal from the kink did not appear to be deformed. A slight bend in the wire proximal to the kink was noted. The outer diameter was measured and was found to be within specification. Based on the condition of the returned sample, possible contributing factors include damage during storage or handling. The event description indicates the guidewire was found bent during removal from the plastic hoop; however, the condition of the wire prior to use could not be determined. No other similar complaints were reported from this lot and a review of the production records revealed no evidence that the reported event was caused by the manufacturing process. A lot history review (lhr) of recz0426 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal part of guidewire was bent when it came out from the plastic cover.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bent guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 0.018¿ nitinol guide wire. The depicted device was placed within its plastic hoop. The coil/core region, transition and a portion of nitinol region was visible extending from hoop. Kinks and curved shape memory were observed between the transition and the distal end of the wire. While wire deformation was observed in the submitted photograph, inspection of that photograph was insufficient to identify the cause of that deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted advancement against resistance and device manipulation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that the distal part of guidewire was bent when it came out from the plastic cover.